Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported a fractured tip.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. We have a screwdriver broken at the tip. The tip broken is missed. The screwdriver is a zfx02hld28 like writen in the complain description. The screwdriver shows an axial deformation and a breakage. There are a lot of scratches. Sudden breakage after overtorqing of the screwdriver. A higher than recommended torque value in the moment of the screw fixture has been applied and/or often use have been performed. This can lead to sudden breakage. Description of a new risk, that was detected with the above analysis: n/a, no new risk can be identified. As a possible root cause an incorrect handling or as well an often usage of the screwdriver may be assumed. Nevertheless, a root cause cannot be established securely by lack of further information on the applied procedure at the dentistry. Based on the investigated items and as the accessories used during the interventions are not available, it is not possible to confirm the origin of the incident.